Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 19 occurred during pumping. The customer successfully loaded a new cartridge and resumed insulin delivery. The customer's blood glucose level was 309 mg/dl and it was addressed with a bolus.